Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. However, imagery of the used device was provided with the complaint. During manufacturing of the esheath, the sheath shaft components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review and a lot history record review were unable to be performed as the lot number was not provided. The complaints were unable to be confirmed and the occurrence rate did not exceed the monthly control limit for the applicable trend categories. As per edwards internal procedure, a complaint history review was not required. The esheath, instructions for use (IFU), us, the procedural training manual and the device preparation manual were reviewed for relevant guidance and usage of the device. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to confirmed due to the unavailability of a returned device and applicable imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Review of DHR and lot history was not performed because of the unavailability of the lot number. As reported, ¿delivery system/valve became stuck during the initial advancement of the devices¿. As the vessel was mildly calcified and tortuous, it can create a challenging pathway for delivery system insertion through sheath. The presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. With additional force/device manipulation to overcome the resistance, sheath liner could have been torn and the sheath kink could have occurred as a result. Moreover, per the follow up response, the delivery system was placed at the valve alignment position during insertion, which indicates that the valve was advanced over the inflation balloon prior to delivery system insertion into sheath. Valve over the inflation balloon would increase the delivery system/balloon overall profile that would make it more challenging when inserting through sheath. As per the training manual, the user should place the delivery system at default position during prior to insertion through sheath. Therefore, available information suggests that patient factors (tortuosity and degree of calcification) and/or procedural factors (excessive device manipulation) may have delivery system leading to the liner tear and kink. However, a definitive root cause could not be determined at this time. The iliac dissection was likely caused by patient factors (manipulation of devices). The occurrence rates did not exceed the applicable control limits, therefore, no pra or corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the 23mm sapien 3 valve/commander delivery system became stuck in the proximal portion of the esheath during the initial advancement of the devices. In order to troubleshoot, the esheath was drawn back slightly and the delivery system was advanced. This maneuver was successful; however, the patient sustained a perforation of the external iliac. The vessel was fixed percutaneously with a stent graft. After removal, the esheath was inspected and there appeared to be a kink in the non-expandable portion of the esheath. The seam had a tear in the expandable portion, above the non-expandable portion that was about 10mm long. A split was also observed on the side of the esheath. Additional information provided indicated the delivery system/valve became stuck during the initial advancement of the devices. Difficulty was noted while the valve was inside the non-expandable portion of the esheath, and it remained difficult until once it passed through the external iliac. The iliac perforation was detected upon removal of the esheath. The valve was implanted successfully, and the patient was stable post procedure.